Event description:
The fiber stopped working after two minutes and it was bent out of the package. Manufacturer response for laser fiber, omniguide (per site reporter). They sent us an RMA and will initiate a quality investigation. They will also issue a credit to out account.